Event description:
Customer reports chest pain, dry cough and facial burn where the mask/nasal pillows came in contact. The customer received a cardiac catheterization which was negative for any abnormalities.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.